Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming "no disposable, clamp tubing". It was reported that troubleshooting was unsuccessful, and the end user was advised to call the clinic. Per reporter residual volume was: (B)(4), rate (B)(4) was given. No adverse patient effects were reported. No additional information is available at this time.